Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine follow-up in clinic, inappropriate auto mode switching episodes due to atrial lead noise were observed. Patient was asymptomatic. No intervention was performed. Patient will continue to be monitored.